Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214. The actual device was received for evaluation. Visual inspection of the actual sample upon receipt found that it had been fractured at approximately 8mm from the distal end. The length on the hand side was measured. It was approximately 992mm and the total length was approximately 1000mm. Since the involved product has a total length of 1000mm, it was inferred that there was no missing. Magnifying and electron microscopic inspection of the fractured section of actual sample revealed: the outer layer had been twisted and fractured on the distal side and hand side, the gold coil had been exposed, twisted, and fractured on the hand side, and the wire had been exposed and fractured on the hand side. The outer layer was removed and magnifying and electron microscopic inspection of the fractured section of actual sample was performed. Following results were obtained: the wire and gold coil on the distal side had been fractured, the gold coil on the hand side had been unraveled, the end of fractured section on the distal side and hand side was straight with no tapering or bending, and a radial pattern was found on the fractured surface at the distal side and the hand side. The gold coil on the distal side was unraveled to confirm the wire fractured section. The outer diameter of actual sample other than the fractured section was measured and confirmed to meet the specifications. Simulation test: fracture of the wire. The manufacturer is aware that the guidewire is fractured due to the following force applied by the past simulation test. In addition, it is known that the shape of the fractured section of wire has regularity depending on the mechanism leading to the fracturing. When pulling force was applied: pulling force was applied until fracturing occurred. Since the end of fractured section was tapered, it was likely to be different from the actual sample. When pulling force was applied in a looped state: pulling force was applied in a looped state until fracturing occurred. Since the end of fractured section was curved, it was likely to be different from the actual sample. When repeated bending force was applied. 90 ° folded bending force was applied until fracturing occurred. No taper or curve was found on the end of fractured section. However, since a dimple pattern (a hole-shaped pattern) was formed on the fractured surface, it was likely to be different from the actual sample. When continuous torque force was applied in the same direction while the guidewire was curved. Continuous torque force was applied in the same direction until fracturing occurred. No taper or curve was found on the end of fractured section, and a dimple pattern (a hole-shaped pattern) was formed on the fractured surface. It was likely to be very similar to the actual sample. Fracture of the outer layer and gold coil: in the simulation test, continuous torque force was applied in the same direction until fracturing occurred on the wire of guidewire, and then further torque force was continuously applied. As a result, the outer layer and gold coil were twisted, leading to fracturing. The condition of this simulated product was likely to be very similar to the condition of actual sample. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that when the actual sample was crossed to the obstructed section at the anastomotic site, a torque operation was performed. Due to this, continuous torque force was applied to the involved section in the same direction in a curved state, leading to fracturing of the wire. Then, further torque force was continuously applied. As a result, the outer layer and gold coil were twisted, leading to fracturing. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used for the shunt pta procedure. A sheath was inserted through a central radial vein of the forearm. Since the obstruction at the anastomotic site was clear by echo, we proceeded with this product while watching the echo. However, there was a remarkably hard response near the anastomotic site, and it was not possible to cross to the arterial side. An attempt was made to follow the catheter and increase the torque to cross it, although it could not be crossed. When attempted to put this product back into the catheter, the distal end of this product was torn by approximately 7 - 8mm. The torn section at the distal end was surgically removed by an emergency operation, and the procedure was completed. The patient had minor harm; did not have serious injury. The procedure outcome was not reported.